Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse replaced the blast shield, and the issue was solved. Based on the analysis results the identified issue most likely affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, a burning smell was noticed. The procedure was completed with the original device. There were no patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, a burning smell was noticed. The procedure was completed with the original device. There were no patient complications.